Event description:
IV extension tubing leaked during contrast administration. Consistent with 2 other patients-leaking in the same spot in the tubing with same lot#. Reported to the company baxter. Asked to place safer by corporate supply chain value & safety clinical coordinator. Manufacturer response for IV extension set, (brand not provided) (per site reporter).